Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check therapy electrode messages and a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages, service code 204) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was a damaged cable. The cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.